Manufacturer narrative:
Correction: b5, b6, d4, d6a, d6b, h4 and h6.

Event description:
It was reported that the patient presented to clinic. Upon interrogation, the left ventricular (lv) lead exhibited high capture threshold and loss of capture. Fluoroscopy confirmed that the lv lead had dislodged. The physician elected to reposition the lv lead. However, during the procedure, it could not be repositioned because a stylet could not be passed down the lead and it was ultimately explanted. Another lv lead was attempted but unsuccessful due to patient anatomy. The old and the new lv leads were explanted and replaced during the procedure. The patient was in stable condition throughout the procedure.

Event description:
Related manufacturer reference number: (B)(4) it was noted that the old left ventricular (lv) lead had dislodged. The lv lead was capped and replaced on (B)(6) 2024. However, the new lv lead was implanted and explanted on the same day with unknown reason. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture and stylet could not be inserted. As received, a complete lead was returned in one piece. The reported event of loss of capture was not confirmed. Electrical tests did not find any indication of conductor fractures or internal shorts. The reported event of stylet could not be inserted was confirmed. Visual and x-ray examination of the lead found the inner coil was kinked/compressed at the suture sleeve tie impression region consistent with procedural damage. The stylet could not be inserted due to compressed/kinked inner coil at the suture sleeve tie impression region. The cause of the reported event of stylet could not be inserted was isolated to procedural damage to the inner coil. The s-curve hump height was measured within specification.